Manufacturer narrative:
Applies to (B)(4) - stealth s8 app. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cervical spine procedure. It was reported that the images on the mobile view station (mvs) looked good, but when they were transferred to the navigation system they looked fuzzy. The manufacture representative stated the cervical spine was kyphotic, so it seemed that the vertebrae were stacked. Additional information received reported that it appeared two cervical levels were partially faded due to the position of the patient and the angles the imaging system was shooting through. The patient was very kyphotic and the imaging system was shooting through partially ¿stacked¿ vertebrae. The levels above and below those two cervical levels appeared normal. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. The archive from the procedure was reviewed by medtronic personnel. However, the archive provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.